Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. The second reload was received with a full complement of staple. Functional testing of the reloads found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrojejunal anastomosis (coelioscopy) procedure, after removing the security with the green butt on, it was impossible to squeeze the handle with the 1st reload, then staple in vacuum with a 2nd reload. The surgeon were obliged to change the device and the procedure extends for less than 30 minutes. There was no patient injury.